Event description:
Patient was revised to address poly disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No information was obtained. Review of the device history records did not reveal any manufacturing anomalies. The investigation could not draw any conclusions regarding the reported event based on the lack of the device to examine and the information provided. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.